Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time.

Event description:
The facility reported a colleague pump with failure code 810:11. Baxter quality engineering discovered on (B)(6) 2010 that the event occurred during delivery. There was no documented patient injury, adverse event or medical intervention necessary. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The device did not work. A new one was opened and it worked fine.====================== health professional's impression======================there was no adverse advent. The instrument had no power going through it. We simply replaced the instrument with another one and it worked fine.